Event description:
While the surgeon was using the device it would not advance or articulate. The device had been working prior to it malfunctioning, the 60 blue load was being used, unaware if it was the first or second load. No patient harm. It was removed from the filed and replace with a new device.